Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The device was explanted after an implant duration of approximately 12 years for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Reoperative valve surgery carries significant risk. In this case, we are unable to determine the root cause for explant of this device.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted after an implant duration of approximately 12 years 5 months (149.03).